Event description:
Per the report received from spain, edwards received notification of a 56 mm evoque tricuspid procedure in a patient with three pre-existing teer devices. During the procedure, following valve deployment and ventricular expansion, two posterolateral teer devices displaced beneath the valve. Following deployment, mild paravalvular leak (pvl) was noted, which increased post-procedure to at least moderate severity. The valve remained stable with no malposition. The patient developed congestion symptoms and remained hospitalized.

Manufacturer narrative:
E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.